Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Examination of the returned devices finds the associated liner has been very badly damaged during retrieval. Nothing unusual is noted regarding the femoral head. The devices have been implanted since 1995. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.